Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they have been experiencing a tingling sensation from the top of their right ear all the way down the right side of their neck and down into their arm. The patient stated that theyhave a lead implanted on the same side that they have been experiencing the tingling sensation. The patient had never experienced this sensation before, and they weren't sure if it was related to the ins. The patient stated that the tingling sensation does not cause any pain, but it's very noticeable and irritating. The patient stated that the tingling sensation usually lasts for "a bit." During the call, the patient stated that they had been experiencing the tingling sensation for about 20 minutes. The patient stated that the tingling sensation intensifies then decreases. The patient had physical therapy in february which involved some twisting, but the twisting was focused on their core, but they first noticed the tingling in (B)(6). The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they have an appointment with the nurse practitioner next wednesday, so they will have the nurse practitioner check their ins at that time.